Event description:
The customer's coaguchek xs meter serial number (B)(6) had a display issue impacting the results field. The customer reports the meter display is faded and led to them misinterpreting a result. On (B)(6) 2025, the customer tested and reported a result of 2.6 inr. The display was faded at the time of the test. The customer had no therapy changes based on the result. There was no allegation of an adverse event as a result of the display issue.

Manufacturer narrative:
The meter was requested for investigation. The investigation is ongoing. Section e3: occupation is patient/consumer.

Manufacturer narrative:
The meter was returned for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.